Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the weck applicator instrument broke during a laparoscopic procedure while the surgeon was applying clip inside the patient. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). Visual inspection: could not be performed as the complaint instrument was not returned by the customer. Dimensional inspection: could not be performed as the complaint instrument was not returned by the customer. Functional inspection: could not be performed as the complaint instrument was not returned by the customer. DHR review: a DHR could not be performed as the complaint instrument was not returned by the customer. Conclusion & root cause: a root cause could not be defined as the complaint instrument was not returned by the customer.

Event description:
It was reported that the weck applicator instrument broke during a laparoscopic procedure while the surgeon was applying clip inside the patient. The patient's condition is unknown at this time.